Manufacturer narrative:
Complaint number: (B)(4). Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare professional reported injecting 0.5cc of evolysse form bilaterally into the midface of a patient. Approximately two (2) weeks post injection the patient experienced a lot of swelling under the eye and bridge of the nose. Patient reported having sinus or viral infection at this time. Patient's primary care doctor prescribed antibiotics and two (2) rounds of steroids. The hcp performed an ultrasound of the patient's face and found the areas of inflammation did not contain filler. The hcp reported the event is likely a generalized inflammatory response. On (B)(6) 2025, patient underwent a dermal-planing procedure that made the symptoms worse. Safety database reference number: (B)(4). Additional comment: patient has refused having the filler dissolved. Importer complaint number: (B)(4).